Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter indicated that the pump alarmed for a low battery; when the battery was removed, corrosion was observed in the battery compartment. The reporter indicated that the pump was unable to power on after the battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/24/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/26/2013 with the following findings: the pump¿s history showed evidence of reboots on the event date; there was no evidence of low battery voltage prior to the reboots. A visual inspection of the pump showed evidence of moisture corrosion in battery compartment; a leak was found in the battery compartment. The battery cap and compartment were intact and the pump was able to power on normally. The pump was exercised for 24 hours with no power loss. The pump was opened and no internal moisture or damage was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.